Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was in the range of 400 mg/dl to 500 mg/dl, at the time of incidence. Customer was treated with insulin pump and manual injection. The customer reported that they received insulin flow block alarm at the time of bolus. Customer was assisted for 5 unit fill cannula review. Customer declined to troubleshoot for high blood glucose level. Customer was advised to change the different set and issue would get resolved for insulin flow block alarm. The insulin pump will not be returned for analysis.